Manufacturer narrative:
The patient¿s retrospective data was provided to spacelabs for further investigation. This investigation is underway. Spacelabs will file a supplemental report when the investigation is concluded. Placeholder.

Manufacturer narrative:
The patient retrospective database was provided by the customer and reviewed by a spacelabs lead software engineer. Failure to alarm for bradycardia was reported by the customer; however, there were no bradycardia episodes located for the reported event time. There were potentially 19 ventricular tachycardia (vtach) episodes during the reported event time. Only one of the 19 vtach episodes triggered an alarm. Leads ii and v1 were the monitored leads during the event time. We examined the 18 vtach episodes that did not trigger an alarm and found that one of the leads contained beats which closely resembled normal morphology for the patient. The beat classifier in the ECG algorithm classified these beats as normal. Since one of the two monitored leads was classified as normal, an alarm was not triggered. The product operated as designed. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitored with a telemetry transmitter model 91343, a receiver module model 90478, and a central monitor model 91387-38 failed to alarm for bradycardia multiple times on (B)(6), 2014 between 3:00 p.m. And 4:00 p.m. There was no injury reported as a result of this event.